Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer (getinge (suzhou) co., ltd.) (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 28 jun 2016 arjohuntleigh received a customer complaint where it was indicated that a patient sustained dvt (deep vein thrombosis) post discharge after usage of arjohuntleigh dvt prevention system during surgery. It was reported that the patient involved had no form of dvt prevention compression on operative limb or pharma during surgery (right knee acl). Surgery time was 1 hour 28 min, 59 minute tourniquet time. Garments were ours, but were reprocessed by stryker (multiple times). Still trying to confirm if this is a hospital agreement for re-processing (and therefore not ahus labeling) or if it is re-processed by our svc.